Event description:
Additional information indicates the patient has regained movement in their legs.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that several hours post-implant, the patient lost movement in their legs. A CT scan revealed an epidural hematoma. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted and the hematoma was surgically removed to address the issue. The patient has still not regained movement in their legs at this time.